Event description:
The customer reported being hospitalized and treated with an insulin drip for high blood glucose of 498 mg/dl. The customer stated that her health care professional thinks the type of insulin the customer uses might have contributed to her high glucose level. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery several times. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.